Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that he was hospitalized for a blood glucose exceeding 500 mg/dl and diabetic ketoacidosis. The patient experienced thirst, sweatiness, and vomiting. The patient was treated via manual insulin injection throughout his two days in the hospital. Troubleshooting did not occur. The insulin pump was not returned for analysis.